Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of user report (B)(4) [mhra ref: (B)(4)]. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The complaint was found to be written against the (B)(4), surgairtome two handpiece device, which was used in a dental surgery procedure on (B)(6) 2025. The event was reported as ¿while performing the surgery, the surgeon noticed that the left side lip of the patient had a sore and this happened after using the drill. He noticed that the drill had gone hot and that might have accidentally damaged the left side of the lip of the patient. Yellow paraffin applied to the lips of the patient¿. Follow-up questioning found that the procedure was completed without the use of an alternate device and with no delay. The customer stated ¿patient had an abrasion? Burn according to the surgeon (reddish on the left side of the lip)". No information was available regarding the degree of a burn, however, when asked for the diagnosis of the injury, the customer specified "abrasion". There was no report of death or serious deterioration in the state of health of the patient or user (or anyone), no life-threatening illness, no permanent impairment of a body function or permanent damage to a body structure, no medical or surgical intervention or prolongation of existing hospitalization. The device will not be returned to conmed for evaluation and review. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a valid serial number was not provided. A device history record (DHR) review cannot be conducted as a valid serial number was not provided. A two-year review of complaint history revealed there has been a total of 16 reports, regarding 16 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.01. Per the instructions for use, the user is advised the following: dull burs may cause heat build-up in the handpiece and the bone. It is recommended that single-use burs be used. Continually check all handpieces and attachments for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the bur or bit may cause damage to the bur or bit and may cause burns or thermal necrosis. Failure to follow the maintenance schedule above could result in reduced instrument performance or overheating of the handpiece or attachment. Overheating can lead to possible burn injury to the patient or medical personnel. Rotation of handpiece usage per day will assist with proper performance. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of user report 2025/005/027/501/023 [mhra ref: 35819763-aicxml]. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The complaint was found to be written against the 00505800100, surgairtome two handpiece device, which was used in a dental surgery procedure on (B)(6)25. The event was reported as ¿while performing the surgery, the surgeon noticed that the left side lip of the patient had a sore and this happened after using the drill. He noticed that the drill had gone hot and that might have accidentally damaged the left side of the lip of the patient. Yellow paraffin applied to the lips of the patient¿. Follow-up questioning found that the procedure was completed without the use of an alternate device and with no delay. The customer stated ¿patient had an abrasion? Burn according to the surgeon (reddish on the left side of the lip)". No information was available regarding the degree of a burn, however, when asked for the diagnosis of the injury, the customer specified "abrasion". There was no report of death or serious deterioration in the state of health of the patient or user (or anyone), no life-threatening illness, no permanent impairment of a body function or permanent damage to a body structure, no medical or surgical intervention or prolongation of existing hospitalization. The device will not be returned to conmed for evaluation and review. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.